Manufacturer narrative:
(B)(4). Batch # r92r6d. Date of event is unknown. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. Then the device was connected to a gen11 and the device did activate during functional testing. There were no activation issues noted at any time during the analysis of the device. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the device became not to be activated. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.